Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, review of data provided by the customer, a search for similar complaints, and a review of labeling. Customer data was reviewed which confirmed the event indicated by the customer. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the cell-dyn sapphire analyzer, list number 08h00, was not identified.

Event description:
The customer observed an error with a patient specimen ID while using the cell-dyn sapphire analyzer. The customer indicated that when a specimen tube was scanned with the hand held barcode reader it read the wrong accession number and assigned the wrong patient data to that specimen. The instrument switched the patient from (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Incorrect specimen ID read. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.